Manufacturer narrative:
Investigation conclusion: tested 5x returned and retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. The analyzer was returned for testing and displayed internal contamination. Root cause: could not duplicate with returned devices. Source: phone.

Event description:
Reported high number of false positive flu b results. In addition, 5 flu b positive results were confirmed out of 14 tests on a separate lot. Patients were asymptomatic. The customer communicated the results were confirmed by another rapid antigen assay.